Event description:
Olympus was informed that during an unidentified procedure, the referenced device lost power as there was a power outage at the user facility. The reference device was reactivated after the emergency generator came on. After a few mins, the referenced device reportedly was displaying several error messages followed by a complete loss of image. The image reportedly could not be restored after the referenced device was rebooted. The users reportedly managed to remove the endoscope safely w/o an image and the pt was said to have been transported to a different procedure where the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the sales rep to obtain add'l info regarding this report. The sales rep reported that the user facility lost power due to a severe power storm and it occurred during an unspecified colonoscopy procedure. The pt reportedly might have required add'l anesthesia as the procedure had to be re-performed. The device referenced in this report was not returned to olympus for eval. The exact cause could not be conclusively determined.